Manufacturer narrative:
Analysis was performed on the returned device. The reported needle to cuff miss was confirmed. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. The reported difficulties and subsequent treatment appear to be related to an interaction of the device with patient anatomy or inability to maintain position/stability of the device during deployment due to circumstances of the procedure. There is no indication of a product quality issue with respect to manufacture, design or labeling.

Event description:
It was reported this was an arteriotomy closure of the calcified left common femoral artery (lcfa) and the calcified right common femoral artery (rcfa) using the pre-close technique via 6f sheath holes prior to an endovascular aneurysm repair (evar) procedure. Reportedly, a cuff miss [suture retrieval issue] occurred with the first proglide device as a consequence from calcification in the lcfa. The suture of a second and third proglide device were successfully pre-placed in the lcfa. The suture of the first proglide device in the rcfa was successfully pre-placed. The second proglide device was attempted to be backloaded onto the guidewire; however, the guidewire was not able to be inserted in the distal port of the proglide device. Scopy was performed and because of the obese anatomy of the patient it was noted that the distal guide of the proglide device was kinked inside of the patient. The second proglide device was removed without any issue and hemostasis was achieved with the suture of the first proglide device in the rcfa. The rcfa was re-punctured via a 6f sheath hole a little bit higher than the first puncture in hope of avoiding the angulation because of the anatomy of the obese patient. The sutures of two proglide devices were successfully pre-placed at the second puncture in the rcfa. The sheath was upsized to 16f in the lcfa and 12f at the second puncture in the rcfa, the evar procedure was completed. Hemostasis in the lcfa and at the second puncture in the rcfa was achieved with the pre-placed proglide sutures. There was no reported adverse patient sequela and no reported clinically significant delay in the procedure or therapy. No additional information was provided.

Manufacturer narrative:
Manufacturer's investigation is still pending at this time. Results and conclusions will be provided in the final report. The additional proglide device referenced in b5 is filed under separate medwatch report number.